Event description:
Product manufacturer reference number: 3006705815-2019-02902. It was reported that the patient had ineffective therapy. A lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively. It was not certain which lead was replaced, so both are being reported.